Manufacturer narrative:
H10: in a good faith effort (gfe) response received on 03/13/2023, the manufacturer's authorized service provider (asp) stated that the device was repaired by a third party hired by the hospital. The details of the repair were not provided and are unknown to the asp. Philips was unable to confirm the final disposition of the device because the customer utilized a third party repair. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17709.

Event description:
Philips received a complaint from the customer on the v60 indicating that there was a proximal pressure sensor automatic zero failure. It was reported that there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
(B)(6).